Manufacturer narrative:
During investigation, fluid was observed inside the distal tip assembly. It was observed that the guidewire exit port was lifted, and ripped 2.5mm long. This appearance indicated that the guidewire was exerting force against the guidewire exit port. The examination of the guidewire exit port under magnification revealed that edges of the exit canal became uneven during the use of the catheter. The guidewire that was used during the procedure was not returned. A guidewire (0.014") was inserted, and there was no indication of any resistance for tracking the guidewire. Furthermore, upon image characterization testing, no image appeared in the system due to imaging core wind up in the telescope assembly. Additionally, kink was observed in the sheath assembly 16.0cm, 6.5cm, 4.5cm, 2.7cm, from femoral marker at proximal side. Also, kinks were observed in imaging window 8.5cm, 4.7cm, 4.0cm, and 2.2cm, from distal end. Furthermore, it was observed that the imaging window was stretched by approx 6.0cm long. On 4/12/06, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed with the FDA's office of compliance and deemed appropriate to further mitigate pt risk.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: this catheter was used for lad proximal. And a nir stent that was deployed at lcx before was protruded a fraction of an inch to this lesion. When this catheter was used because extension of cypher stent was inadequate, it got stuck with the strut of the stent. Because, it couldn't be pulled out by force, a balloon that was used at post-dilatation was inflated and this catheter came off. The physician desires to know why this catheter got stuck.